Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is filed to report single leaflet device attachment/slda and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted posterior mitral valve prolapse. The clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, upon deployment, the clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). Reportedly, the cause of the slda was due to retracting the cds handle back prior to the clip being fully detached from the cds which was performed prior to activating the fluoroscopy. Two clips were deployed on the lateral and medial side of the slda to stabilize. Three clips were implanted, reducing, mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the mitraclip system instructions for use (IFU) states ¿warning: failure to secure the delivery catheter (dc) handle may result in leaflet injury or loss of leaflet insertion with resultant worsening mitral regurgitation, single leaflet device attachment (slda), and/or conversion to surgical intervention.¿ based on the available information, the reported improper or incorrect procedure or method is due to the user retracting the cds prior to full detachment of the clip, which contributed to the slda. The slda is a cascading event of the improper or incorrect procedure or method. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.